Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation and is currently undergoing product and failure investigation. Once the results of the investigation are completed, a follow-up report will be submitted.

Event description:
Walkmed infusion received a report that the administration set was cracked near the luer lock connector. It was reported that the administration set was being utilized when it was noticed to be cracked. There was no report of patient or staff harm. The reporter was not positive of the lot number, but thought it could possibly be lot number 20715500. The administration set has been returned to walkmed infusion and is currently undergoing product evaluation and investigation. Walkmed infusion confirmed during initial product evaluation that the luer fitting was broken and portions of the luer were removed from the product.

Manufacturer narrative:
A visual inspection confirmed the device in question sustained physical damage. Two methods, chemical exposure and force, were utilized in an attempt to replicate the observed physical damage. The luer lock of the device in question is made of acrylic. This material is known to get brittle or cause cracking when exposed to chemicals for an extended time. It is common practice to douse the luer lock in isopropyl alcohol and air dry the luer lock prior to setting up a patient with an administration set. A sample luer lock was submerged in isopropyl alcohol, air dried, and attached to the mating end of another luer lock. Fifteen minutes had passed and the luer lock started to crack in the same manner as what was reportedly seen by the customer. The second method involved the use of force. Tests were run utilizing 3 different associates who were approximately (B)(6). The three associates applied force by stepping on the test sample multiple times in various fashion. Only slight whitening of the luer lock was seen when the full weight of the person was applied to the luer. Walkmed infusion was unable to replicate the physical damage that was observed by the customer. Walkmed infusion attributes the reported event to the incompatibility between the device's acrylic material and extended exposure to alcohol. Walkmed infusion initiated (B)(4) for this issue.